Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a physical damage to plunger head. The device also exhibited a travel course error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 1/6/2025. H3/h6: one device was returned for analysis of complaint of travel course error and damaged plunger. Review of event history found no found error codes pertaining to the complaint. Review of service history found no repairs in the last 13 months. Visual and functional testing was performed. Complaint was verified when performing occlusion testing and hearing the clutches pop. To remedy the travel course error the clutches, and lead screw were replaced and re-greased. The pump passed all verification testing post repair.